Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not undergo essure confirmation test"). The patient had a medical history of hyperexcitability, seizures and epilepsy. Concomitant products included dilantin [phenytoin] for epilepsy since 2009 and truvada (emtricitabine;tenofovir disoproxil fumarate) for hiv infection since 2009. On (B)(6) 2004, the patient had essure inserted. In 2011 she experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012 she experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012 she experienced seizure ("seizures"). In 2013 she experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, seizure, urinary tract disorder and vaginal discharge to be related to essure administration. The reporter commented: essure insertion date with typo: (B)(6) 1905. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: seizures. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not undergo essure confirmation test"). The patient had a medical history of hyperexcitability, seizures and epilepsy. Concomitant products included dilantin [phenytoin] for epilepsy since 2009 and truvada (emtricitabine;tenofovir disoproxil fumarate) for hiv infection since 2009. On (B)(6) 2009, the patient had essure inserted. In 2011 she experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012 she experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012 she experienced seizure ("seizures"). In 2013 she experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, seizure, urinary tract disorder and vaginal discharge to be related to essure administration. The reporter commented: essure insertion date with typo: (B)(6) 1905. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: seizures. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. The most recent follow-up information incorporated above includes data received on: 18-oct-2023: report via lawyer: essure was removed on (B)(6) 2021 due to pelvic pain (new and serious incident). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.